Manufacturer narrative:
This report is filed july 30, 2014.

Event description:
Per the clinic the patient experienced a performance decrement, however the issue could not be resolved. The device was explanted on (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer